Event description:
It was reported that post a vena cava filter placement procedure, a vessel perforation was noted. In (B)(6) 2004, the index procedure treated the vena cava with the placement of a stainless steel greenfield vena cava filter via the right femoral artery. In (B)(6) 2012, the patient presented to the hospital for an unrelated issue after she passed a mass of pulmonary emboli related to a bowel issue requiring surgery. A CT scan showed that two legs of the greenfield filter had penetrated the vena cava. The patient was discharged three days later. No further complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).